Event description:
A customer contacted beckman coulter regarding erratic hemoglobin (hgb) and platelet (plt) results that were generated by the coulter act 5 diff cp analyzer. Specimens of three pts (a,b,c) were tested for hgb and plt and results were: hgb: 16.0g/dl, 17.8g/dl, and 25.5g/dl for pts a-c respectively. Plt: 162 x 10 to the third power cells/ul, 138 x 10 to the third power, cells/ul, and 83 x 10 to the third power cells/ul for pts a-c respectively. The original samples were re-tested for hgb and plt and the repeated results were: hgb: 12.8g/dl, 13.7g/dl and 11.7g/dl for pts a-c respectively. Plt: 210 x 10 to the third power cells/ul, 182 x 10 to the third power cells/ul, and 356 x 10 to the third power cells/ul for pts a-c respectively. Based on available info, there was no affect to the pts.

Manufacturer narrative:
The erratic results were not reported out of the lab. Customer retested for specimens prior to reporting. A field service engineer (fse) was dispatched to the customer's lab. The fse replaced: needle probe, o-rings and several valves. The fse aligned probe and adjusted hgb and diff lamps. The fse replaced aspiration, count and reagent syringes. The instrument is currently performing within qc specifications with respect to precision and accuracy. As of november 06, 2006, there have been no further issues regarding erratic results from this lab. Hardware issues addressed by the fse may have contributed to this event. However, a clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.